Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 8078003696006, mfd. 08/06/2012, expires 2015-08, (B)(4). 2nd (second): ifuse implant, p/n 7045-90, lot# 8078003804008, mfd. 09/11/2012, expires 2015-09, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 8078003804008, mfd. 09/11/2012, expires 2015-09, (B)(4).

Event description:
In (B)(6) 2012, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had pain relief for nearly four years following the initial procedure but then complained of a recurrence of si joint pain. CT scans indicated the possibility of lucency around the middle and most caudal of the three implants. The surgeon believed there might have been a non-union of the si joint, but the CT scans also showed bone across the joint. The surgeon decided to remove the middle and most caudal implants and replace them with wider diameter implants. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the implants. The implants were solidly fixed in bone and required considerable effort to remove them using chisels. The surgeon then placed two wider implants in the explant holes. The most cranial preexisting implant was not removed. The status of the patient following the revision surgery is not yet known.